Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in microcentrifuge vial. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the cause of the event was due to user error. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -11.50 diopter, was opened and not used, with no patient contact. The lens was returned to the manufacturer and was found to be damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.